Event description:
Clinic notes were received on 01/29/2016 and dated 11/16/2015. Settings from 11/16/2015 state that they attempted vns current and output adjustment but unable. Appears to have broken lead. Battery failure and lead fatigue noted.

Event description:
Information was received on 12/15/2015 from the physician's office. The physician indicated that there is a suspected issue with the lead. The increase in seizures is thought to be related to vns. Patient has increase in partial complex and generalized seizures. The increase in seizures was stated to be above pre-vns baseline levels. There are no believed external factors that may have caused or contributed to the seizures. The generator and lead were replaced on (B)(6) 2015 due to neos and the lead discontinuity. The explanted devices were discarded after surgery and are not available for product analysis.

Event description:
Clinic notes received (B)(6) 2015 state that the patient needs battery replacement and lead replacement. The notes are dated (B)(6) 2015. They state that there is an increase in seizures. Notes state vns showed eos and ¿lead up,¿ which is interpreted to mean lead impedance up or impedance high. Attempts for additional relevant information have been unsuccessful to date.